Event description:
It was reported via repair work order that the unit is melted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the unit is melted. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: this unit is outside repair life. It will be scrapped.

Manufacturer narrative:
Upon completion of the investigation it was found that the damage to the unit occurred to the front of the unit and resulted in cosmetic nonfunctional damage.